Manufacturer narrative:
Testing the returned unlabeled serum sample elicited a distinct negative result as defined by ref. Photos when assayed on returned reaction discs. The quantitative result of the returned unlabeled serum sample was 3.25 mlu/ml. The complaint was not confirmed. Evaluation complete-final report.

Event description:
The account obtained discrepant hcg results when a positive result was obtained using serum and a negative result using urine. The physician in the ER questioned the results so another serum specimen was drawn and retested. The result of the second serum test was positive. The physician then requested a quantitative test be run. The original specimen was sent to another hosp and the result was equal to less than 4 miu/ml on the analyzer. The account then tested the redrawn speciment and got a positive result. The results were not reported initially due to doubt of positive hcg result following the md's examination of the pt. The pt was referred to ob/gyn physician and was instructed to return to the account for a quantitative hcg test 48 hours later. She did not return to the account for testing. The account does not know the outcome of pt visit to ob/gyn physician.